Event description:
The pt underwent implantation of an interstim system for dysuria in 2000. The pt experienced shocking in the ipg pocket and underwent explantation of the ipg and extension in 2001. The pt is no longer experiencing shocking in the pocket with the new ipg.